Event description:
The physician reports noticing that the cyrstalens haptics bent after delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and replace the damaged lens. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR# 2031924-2009-00196.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l and evaluated. The visual inspection revealed no visual defects.